Manufacturer narrative:
The ventilator monitoring board was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The ge healthcare service representative discovered during planned maintenance the unit lost the ability to mechanically ventilate. There is no report of patient involvement.